Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2022 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator repeatedly failed. A field service engineer (fse) inspected the station and found no active failures. Further hardware test application (hta) diagnostics could not be performed due to an active patient in the area and potential impact from station downtime. The fse verified door operation and tested a bin through inventory with no issues observed. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, system repeatedly failed, required maintenance, and had to be recovered multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.